Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the screw on boom was torn off. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, defective part (ard567910917) was replaced and the device was released for clinical use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated: maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 7th march, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the screw on boom was torn off. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6). Contact person name: (B)(6). Contact person phone number: (B)(6). Additional information will be provided following the conclusion of the investigation.